Manufacturer narrative:
We've received the faulty sample in two parts. The ll-hub is connected to a 10 ml syringe. The catheter has been shortened approximately 10 cm and snapped at the 30 cm marking. Flushing the proximal part results in a flow. Microscopic examination shows a diagonal cut (groves are visible). Furthermore, the catheter tip is occluded, and medication/infusion or blood residues are on the catheter surface. Probably, the catheter has been accidentally cut by a sharp instrument (for example a scalpel). A review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak tested during production. A 100% visual test is carried out on each catheter. The tensile force of the catheter components is randomly checked. There is one further complaint for batch 290720gh and no additional complaint regarding a snapped catheter on code 1252.031 within the last three years. Corrective action: no further corrective action initiated by quality management as there are no indications of a manufacturing root cause. However, both vygon USA and germany will continue to monitor this issue.

Event description:
PICC placed and after insertion it was noted to be leaking at the connection between the line and the plastic wings. The PICC rn was able to remove the line and replace with a different line without having to poke the baby again. There was no infection risk since it was discovered during the sterile line insertion procedure.

Manufacturer narrative:
The failed device will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
PICC placed and after insertion it was noted to be leaking at the connection between the line and the plastic wings. The PICC rn was able to remove the line and replace with a different line without having to poke the baby again. There was no infection risk since it was discovered during the sterile line insertion procedure.